Event description:
Device report from depuy synthes reports an event in colombia as follows: it was reported by the affiliate in colombia that during an unknown surgery (B)(6) 2022. It was observed that a drill bit device broke at the moment of performing the proximal perforation. According to the report, the surgeon removed one fragment but was not able to remove the other due to its location. It was further reported that the procedure continued to be completed in its entirety. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This report is for one device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j employee. A device history record (DHR) review was conducted: investigation summary: the photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that drill bit ø3.2 l145/120 2flute had broken the tip. Embedded device condition cannot be confirmed as x-ray evidence or photos were not provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for drill bit ø3.2 l145/120 2flute. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. A manufacturing record evaluation was performed for the finished device lot 385p224; and no non-conformance was identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 310.310. Lot # 385p224. Manufacturing site: bettlach. Release to warehouse date: 24 september 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit ø3.2 l145/120 2flute was observed bent and broken from the tip. Embedded device condition cannot be confirmed as x-ray evidence or photos were not provided. A dimensional inspection for the drill bit ø3.2 l145/120 2flute was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø3.2 l145/120 2flute would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.